Event description:
The customer reported that oil was flowing out of the front of the alinity m system solutions drawer and onto the floor in front of and outside of the instrument. Ethanol vapor barrier (evb) was present inside of system solutions drawer and on back platform behind the drawer. The evb had spilled forward onto the front kickplate and onto the floor, but little was present directly underneath the instrument. The evb was cleaned from inside and around the instrument. On the second day, additional evb was found around and on the side of the evb reservoir tank. The tank was removed, and evb seeped out of a small crack along the seam of the tank. The reagent line running from the evb cradle to the evb transfer pump was noted for being more loose than the other reagent cradles and visible signs of minor leaking from that line. The liquid did not leave the footprint of the system. The leak was cleaned using proper personal protective equipment (ppe). There was no report of injury related to the reported event.

Manufacturer narrative:
Complaint has been elevated for investigation.

Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).